Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.00mm x 15mm maverick balloon catheter was selected for dilation. However, when the device began to pass over the guide wire, it was noticed that there was a fracture on the shaft about 89cm from the hub. The balloon catheter was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 83.5 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.00mm x 15mm maverick²¿ balloon catheter was selected for dilation. However, when the device began to pass over the guide wire, it was noticed that there was a fracture on the shaft about 89cm from the hub. The balloon catheter was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.